Manufacturer narrative:
Corrected data: event date (B)(6) 2021.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 was leaking. No patient adverse events reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection found a cracked enclosure and tank cover, a faded line cord, and an outdated printed circuit board (pcb) and power switch. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was confirmed. The device leaked from both the enclosure and tank cover. The problem was caused by overtightening of the screws in the tank cover and wear and tear from use of the drain tube. The root cause of the reported issue was found to be the user interface. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information received indicated that this event occurred during testing. No patient was involved.